Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the therapy was turning of by itself. The patient reported that the implantable neurostimulator (ins) turns off about every month or so since implant. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and it was reported that the cause of the ins turning off on its own wasn't determined. They evacuated the system and nothing was found to be the issue. No further complications were reported or anticipated.